Manufacturer narrative:
D9: device received on 3/24/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found the main cause of the issue to be a defective printed wire assembly (pwa) board. A motor with an unknown odometer and a degraded downstream occlusion (dso) seal were also found. The pwa board, motor and dso seal were replaced to fix the issue.

Event description:
There was no patient involvement.

Event description:
It was reported that the pump alarmed error code 45639. There was unknown patient involvement. No patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.